Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the u.s. And patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device exhibited a long charge time of 30 seconds, while the longevity calculation indicates 9 years. Diagnostic testing and troubleshooting will be performed. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that additional information indicated a reading error by the physician as there was no evidence for a prolonged charge time. The device remains in use. No patient complications have been reported as a result of this event.